Event description:
The pt reported when loading insulin into the cartridge the insulin became cloudy and contained particulate.

Manufacturer narrative:
The cartridge in question was not returned. Unopened cartridges from the same lot were returned to animas. A visual inspection of the cartridges was performed. No damage or defects were noted. The cartridges were filled and no cloudiness or particulates were noted. Cartridge lots are subject to sterility and endotoxin testing prior to release for distribution. Testing for the lot was reviewed and results were within specification.